Manufacturer narrative:
Investigation summary: two samples were received and tested by our quality team. There was a drip chamber without attached tubing as well as a 447233e full set with the complaint of connection issues and stiff tubing. The drip chamber was analyzed under microscope and there appeared to lack solvent. This is a known error with root cause due to improper solvent application and the manufacturer is aware of this failure. A device history record review for model 47233e lot number 22099386 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18sep2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked during use. The following information was provided by the initial reporter: "leaking".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked during use. The following information was provided by the initial reporter: "leaking".